Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number 1627487-2022-02977, and 1627487-2022-02979. It was reported that patient experienced ineffective therapy and pain at the ipg site. Attempts to reprogram were unsuccessful. System diagnostics recorded high impedances on contacts 2 and 3. Surgical intervention was undertaken wherein the leads ipg were explanted and replaced. Effective therapy was restored post operatively.